Manufacturer narrative:
The returned device was evaluated and the device was received in the deployed position. The download data shows that the device generated an 0x40 alarm with rotational sensor abnormalities. These abnormalities prevented first prime from ending when expected which resulted in the device running enough pulses to deploy the needle mechanism before first prime ended. Inspection of the device found the commutator cap to be damaged. It could not be determined if the damaged commutator cap caused the rotational sensor abnormalities.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while activating a pod the needle had deployed prior to application at the pod infusion site. The pod was not worn.